Event description:
The patient reported that there was inadequate subcutaneous tissue at the infusion set insertion site led to high blood glucose and it was corrected by corrective bolus via manual insulin pen injections on (B)(6) 2026.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.